Event description:
Additional information received on may 3, 2024 for report number mw5153622 to change manufacturer to unknown.

Event description:
I'm very concerned to report an incident involving a medical device safety issue. (B)(6)mother recently used a illegally sold home oxygen concentrator, which led to a worsening of her condition and she had to be readmitted to the hospital for treatment. This oxygen concentrator was purchased by (B)(6) online, but it didn't have any medical device license or product testing report. From a technical standpoint, the oxygen concentration and flow rate it provides do not meet clinical medical standards. After using it, (B)(6) mother felt that the oxygen concentration was too low, and her breathing difficulties worsened. A few days later, her chest discomfort intensified, and upon examination, the doctors found an exacerbation of a lung infection. These unregulated home oxygen concentrators, due to the lack of rigorous safety testing and quality control, have uncertain performance parameters and can pose hazards and risks to users. Especially for chronic patients like (B)(6) mother who require long-term oxygen therapy, low concentration or unstable oxygen supply can directly affect the effectiveness of treatment and even endanger life. To my knowledge, this product is being sold on amazon. I am concerned about the large-scale sales on amazon or other channels. This poses a risk to the health and safety of more users. The available purchase link is: https://www.amazon.com/dp/b0cp9v382l as a regulatory agency, the u.s. Food and drug administration (FDA) has a responsibility to protect the public from the harm of unauthorized medical devices. I sincerely hope that you will investigate this case promptly and take appropriate action to curb the illegal sale of similar products in order to protect the legitimate rights and interests of more users.